Event description:
Medtronic in (B)(4) reported that the doctor was experienced with the emg endotracheal tubes, and inquired if medtronic xomed manufactured a more flexible endotracheal tube. While there was no specific patient event, the doctor mentioned that in the past, patients had experienced hematoma to the vocal cords, which he stated may have been attributed to the use of the emg tube.

Manufacturer narrative:
The medtronic product manager in (B)(4) confirmed with the customer that there was no specific complaint for the endotracheal tube. (B)(4), the actual type and size of the endotracheal tube was not provided by the facility.